Event description:
It was reported that the unit had no pressure. The reported unit was immediately switched with another unit. Patient involved but no patient injury.

Manufacturer narrative:
The reported unit was not made available for evaluation. Attempts were made to obtain the return of the reported unit. No patient injury reported. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. There is no service history on file with the manufacturer for the reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. Should the product be returned or new information is made available, a follow-up report will be provided.